Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that no external power alarm was observed on (B)(6) 2018. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed that the no external power alarms may have been due to the mpu power cable coming loose. No additional information was provided.